Event description:
It was reported that on (B)(6) 2025, a 30mm amplatzer cribriform was chosen for implant using a 9f amplatzer trevisio delivery system. During the procedure, the device formed a bulbous shape while deploying into the right atrium. The deformed device was never released from the delivery cable while inside the patient. It was noted that there was no interaction with the cardiac structures during deployment and no angulation/kink were noticed in the delivery system. The procedure was completed using a new 35mm amplatzer cribriform. There was no clinically significant delay during the procedure and the patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
N/a.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.